Manufacturer narrative:
(B)(4). The reported complaint of 'inflation line broken' was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation and the visual inspection done on the returned sample found that the inflation tube was broken. A review of the manufacturing process confirmed that tracheal tubes undergo 100% visual inspection, inflation test and deflation test during final inspection as part of the product release criteria. Any such defects would be detected as out of specification. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "during the test, the inflation line was found broken. The issue was identified prior to use."

Event description:
It was reported that: "during the test, the inflation line was found broken. The issue was identified prior to use."

Manufacturer narrative:
(B)(4).